Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2011, patient underwent following procedure: l5-s1 laminectomy, facetectomy, formainotomy and bilateral neural decompression. L5-s1 instrumentation with pedicular screw fixation. L5-s1 posterolateral arthrodesis. Image guided, computer assisted stereotactic navigation to assist in instrumentation placement. Utilization of bmp in conjunction with local bone for posterolateral arthrodesis; for pre-op diagnosis of: low back pain with bilateral lumbosacral radiculopathy. L5-s1 herniated nucleus polposus. Severe disc space collapse. Bilateral foraminal stenosis and painful lumbar discogenic syndrome. Per-op notes: l5-s1 laminectomy, facetectomy, and foraminotomy were performed with bilateral decompression. Interbody arthrodesis was not done as disc space could not be accessed. 6.5mm x 50 mm screws were placed at l5, 7.5mm x 35mm at s1. Screws were attached to pre-curved lordotic peek rods. X-rays confirmed position of hardware. Posterolateral beds were bilaterally packed with local bone, bone graft, and absorbable sponges soaked with b mp. No complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2